Event description:
It was reported that this right atrial (ra) lead perforated the heart wall shortly after implant. The ra lead was explanted and a new ra lead was successfully placed. No additional adverse patient effects were reported.